Event description:
Information was received indicating that a smiths medical cadd solis vip pump had cassette issues. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratched lcd lens screen. The customer stated problem was not duplicated. Error was found in the device ehl (event history log). Replaced the dso (downstream occlusion sensor) for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.